Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
A cryoablation procedure was performed using the arctic front catheter. The patient experienced phrenic nerve paralysis 70 seconds into the second treatment of the right superior pulmonery vein. The energy application was immediately terminated.